Manufacturer narrative:
Intuitive surgical inc. (Isi) received the proximal set-up joint (psuj) for failure analysis investigation. The unit was analyzed and was found indicating amp high-side switch startup test failed pointing to acu in the proximal suj due to brake hssw voltage. It was coupled with timeout error 23202 thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in norma mode where it functioned as expected. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1 and the proximal set-up joint (psuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted malignant hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report recoverable fault appeared on universal surgical manipulator (usm) 1. The site disabled usm1 and completed the procedure with 3 usms. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and the reported 23210 error was confirmed but not replicated. In logs, the 23210 error was found indicating brake voltage fault on the unit acu/acj, confirming the fault occurred in the field however not on the usm. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where a relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified.

Event description:
Refer to h11 for follow-up information.